Event description:
The device was used during a low anterior resection. Reportedly, the staples were missing. The surgeon performed a colostomy to correct the condition. The hospital has reported the pt's condition is satisfactory.